Event description:
This complaint is in reference to the alcon product air optix night & day aqua. The consumer experienced red eye and irritation after using contact lenses and subsequently visited an eye care professional and was diagnosed with a corneal ulcer. The consumer informed that consumer is experiencing this event from past two years. The consumer was treated with three percent ofloxacin, administered every two hours for an unspecified duration. At the time of this report, the symptoms are continuing. Additional information has been requested but has not yet been received.

Manufacturer narrative:
H.3., h.6.: the complaint sample has not returned for evaluation; the lot number is unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
H.3., h.6.: the lot number was not provided and the complaint sample was not made available for evaluation. The device history record for this lot have been reviewed and found to be in compliance. The manufacturing review did not indicate that this complaint was due to the manufacturing process. No complaint or manufacturing trend was identified. The root cause could not be determined. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Corrected g3 date which was sent incorrectly in previous report (B)(4).